Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is completed, a follow up MDR will be submitted. Concomitant medical products: item number: unknown, item name: unknown head, lot #: unknown; item number: unknown, item name: unknown stem, lot #: unknown; item number: unknown, item name: unknown liner, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00652, 0001822565 - 2018 - 00650, 0001822565 - 2018 - 00651.

Event description:
It was reported a patient underwent a hip revision due to unknown reasons. Attempts have been made, and no further information is available.

Event description:
It was reported that a patient underwent a revision surgery approximately 1.5 years post implantation due to unknown reasons. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections have been updated: item # 00801803601, femoral head, lot # 62963275 item # 00630505036, liner, lot 3 62980725 item # 00771100610, femoral stem, lot # 63014355 legal notification reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.